Event description:
It was reported that the patient was experiencing increased recharge burden. In turn, the patient had their ipg explanted and replaced. Effective therapy was re-established post-op.